Manufacturer narrative:
The device was unavailable for return and subsequent analysis. The investigation team conducted a thorough analysis of the product complaint, focusing on identifying the root cause and assessing potential risks. Despite limited evidence, including a single image without accompanying batch information or physical samples, the team reviewed manufacturing records, quality control data, and product specifications. The drape in question utilizes solventum tape, a double-coated acrylate adhesive on polyethylene film with a silicone-treated paper liner, produced in a facility compliant with FDA regulations and certified under iso 9001 and 13485 standards. Toxicological and clinical evaluations confirm the product's safety profile, demonstrating it to be non-irritant, non-sensitizing, and non-cytotoxic. The investigation found no direct correlation between the reported adverse reactions and the product's formulation or manufacturing process. Overall, the product maintains its compliance with safety and quality standards, and no modifications are warranted at this time. Responses to customer questionnaire indicate the patient also has a known allergic reaction to adhesives and dermabond. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
A patient experienced an allergic reaction to the drape resulting in a rash on the chest, buttocks, and both the upper and lower abdomen. The patient sought medical treatment which included oral steroids and a topical steroid cream applied for several weeks. The patient is known to have allergies to adhesive and dermabond.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4).. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.